Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016 product type: catheter.

Event description:
Additional information was reported by the company representative on (B)(6) 2016. The revision took place on (B)(6) 2016 and the catheter was found to be twisted in the pocket. On (B)(6) 2016 the rep reported that when the pocket was opened during the revision it was determined that the pump had flipped. The reason for the pump movement was unknown. The patient reported difficulty using their personal therapy manager (ptm) and return of pain symptoms. During the revision, the pocket was revised, the pump was re-secured using all four suture loops, and the pump segment of the catheter was replaced. The patient was stable and denies further concerns or complaints.

Manufacturer narrative:
The UDI was inadvertently missed on the previous report.

Event description:
Information was received from a healthcare provider regarding a patient receiving bupivacaine and dilaudid via an implantable pump for non-malignant pain. The dose and concentrations were reported as "0.0345 and then 0.5508, 59% 0.2054 mg." The healthcare provider reported the patient's pump was "floating around in there." It was indicated the issue began in (B)(6) 2016. It was also reported that it was sometimes difficult for the patient to connect using their personal therapy manager (ptm) because the pump was not anchored to the abdominal wall. A revision was scheduled for (B)(6) 2016. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.